Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursing a product liability claim arising out of the use of the nexgen cr-flex and was revised due to pain and loosening. It was reported by the patient's counsel that the patient also received a tm patella on (B)(6) 2006; however, there is no indication that the tm patella was revised at this time.